Event description:
Report received indicated the filter had migrated up near the right atrium. Trapease filter was implanted in the inferior vena cava (ivc) with good positioning and good technical success. Subsequent cat scans in 2008, indicated that filter maintained original positioning. Four days after the filter implant the patient experienced severe abdominal pain and subsequently another CT scan was performed on this day revealing the filter had migrated up near the right atrium. In addition to the change in position of the filter a large clot was observed in the filter. Patient was stable with no overt symptoms with the exception of a noted gi bleed of undetermined cause. The physician stopped the heparin and switched to low-molecular-weight heparin (lmwh). The plan was to look at surgical consult to remove filter. The physician felt that the patient was still at high risk for pulmonary embolism (pe) and was planning on implanting another ivc filter implant via femoral approach.

Manufacturer narrative:
This product will not be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.